Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that the patient was not told when she had her implant that she needed to turn her implant off before going through security gates. She noted that one time in the fall of 2017 she did feel a momentary increase in stimulation while walking through security gates. The patient also noted that it is a ¿pain in the butt¿ to get the antenna out and turn the implant off to walk through security gates. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.